Event description:
It was reported to nova biomedical that a consumer received a result of 323 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 494 mg/dl and 120 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before using their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.